Manufacturer narrative:
E1: zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side implant order request without reason for removal. Healthcare professional additionally reported textured implant. Healthcare professional later reported "no other reason than patient concerns with biocell recall". Healthcare professional additionally reported "implant rupture noted during surgery and capsular contracture baker grade ii". Device has been explanted and replaced.